Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this brady lead was surgically explanted due to other or non product experienced. This lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this brady lead was surgically explanted due to lead perforation with unknown reasons and was found at routine follow up. This lead was replaced and will be sent back. No additional adverse patient effects were reported.